Event description:
Senseonics was made aware of an incident where user was hospitalized and confirmed that the event was not related to diabetes or glucose measurements. Per dms, user is not using the system since (B)(6) 2025.

Manufacturer narrative:
The user was hospitalized and confirmed that the event was not related to diabetes or glucose measurements. Per dms, user is not using the system since (B)(6) 2025.the user mentioned to start using the eversense after her surgery.